Manufacturer narrative:
The failure investigation has been completed and the alleged transmitter failed error and transmitter undefined issues were verified. Based on the analysis, the alleged low transmitter battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient ,or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.